Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including multiple defib output tests, bench testing, stress testing, and several 30j test self tests without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The multifunction cable and accessories used at the time were not returned. No trend is associated with reports of this type. Review of the device activity logs did not show any faults that could be associated with customer report.